Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service representative (fsr) completed troubleshooting of the instrument. This involved parts replacement which resolved the issue. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect (B)(4) analyzer, list number (B)(4) , was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer generated falsely elevated potassium results while using the architect c16000 analyzer. The customer provided the following data (customer provided acceptance range 3.0-5.5 mmol/l, auto rerun > 6.1 mmol/l): sid: (B)(6): initial 6.7, retest 5.0, repeated on second instrument at 5.0 mmol/l. There was no adverse impact to patient management reported.